Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1 had failed to open but no pockets were detected on the pyxis bus. A field service engineer (fse) logged into diagnostics and accessed drawer 5.1, where no pockets were listed, while drawer 5.2 displayed all pockets, confirming the issue was isolated to drawer 5.1. The rear panel was removed, and the row board communication led was observed blinking slowly, indicating no communication. The station was powered down and cabling was inspected; during reseating, the row board cable connector detached from the drawer controller. The drawer controller was replaced, and after reboot, drawer 5.1 was initially not recognized in diagnostics but was correctly detected after a full application restart. Loose drawer fascia screws were tightened, diagnostics were completed successfully, and the customer verified normal operation by accessing and inventorying medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system cubie was failed. Customer recovery attempts were unsuccessful, as the drawer opened without response and did not remain closed unless exited using the home button. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.